Event description:
It was reported that during a scheduled follow-up the physician observed an inappropriate shock due to afib episode so fast conducted in ventricle that it entered the vf zone. The physician decided to change the patients medication instead of reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.